Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer had experienced hyperglycemia with blood glucose level of 476 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the auto mode feature was not on. Customer also stated that the insulin exited the tubing and the cannula was bent. The device will not be returned for analysis.